Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose (bg) level was 59 mg/dl, and was treated by consuming chocolate. The customer loaded a new cartridge successfully and resumed insulin delivery. However, while the customer was loading the cartridge, the customer performed the fill tubing sequence while they were connected to the infusion set tubing. Tandem technical support educated the customer that it was possible that approximately 10.2 units of insulin had been inadvertently delivered, and recommended for the customer to test bg level. The customer declined to perform low bg troubleshooting and declined further follow-up on the reported event.